Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a 6 month mammogram follow up, the radiologist discovered a piece of an intact wire inside the patient. The radiologist did not want to extract the wire at this time. There was no adverse effect to the patient.